Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture and greater than 2500 ohms impedance in the bipolar configuration. An outer coil fracture was suspected. The lead was replaced. It was noted that the patient was not pacemaker dependent.